Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The final angiogram showed the presence of a type ia endoleak that could not be resolved following the placement of a balloon expandable stent. The patient presented approximately 20 days post-op with abdominal pain. A CT completed showed evidence of aortic aneurysm enlargement; the patient was converted to open surgical repair the same day and subsequently expired during the surgical procedure.